Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) was found bent when opening the kit.

Event description:
The customer reports the swg (spring wire guide) was found bent when opening the kit.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components for evaluation. Multiple components were misplaced from their original placement in the packaging. The spring wire guide assembly was returned with the tubing disassembled, no straightener cone, and no end cap. The wire contained one bend and one kink near the distal end. The bend and kink in the guide wire were located at 640 and 653 mm from the proximal end, respectively. The total length and outer diameter of the guide wire were measured and were found to be within specification. No dimensional issues were identified. The returned guide wire was able to pass through the returned catheter with significant resistance encountered at the damaged end. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The reported complaint of a guide wire kinked in package was confirmed by complaint investigation. The guide wire contained one bend and one kink near the distal end of the wire. The returned sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. The probable root cause of this issue could not be determined as the customer returned an opened sample with many components out of place and missing; therefore, the time of discovery could not be confirmed. Teleflex will continue to monitor and trend for complaints of this nature.